Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefor a total of 100 retained samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after collection using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained foreign matter stuck to the wall of the inside of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter addr 1: (B)(6), e1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after collection using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained foreign matter stuck to the wall of the inside of the tube. There was no health impact or consequences reported.